Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned approximately 4 months post index procedure with stent migration of 1.2cm. It was noted that the patient had a conical neck and there was no endoleak seen during patient visit. There are currently no plans for re-intervention. As of the date of this report, there have been no additional patient sequelae reported.